Manufacturer narrative:
Combination product: yes.

Event description:
Oversensing in iegms was noted on this lead. A revision has been scheduled and for the meantime the ICD was reprogrammed.

Manufacturer narrative:
Combination product: yes. Update 17. Jun 2025: the lead was capped and a new ICD-system implanted as of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided iegm episodes between november 2024 and may 2025 revealed artifacts on the rv channel, some of them also synchronously on the ff channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.